Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported seroma-late. Devices remains implanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ inflammation/irritation: unable to observe since it is not related to the device. ¿ anxiety - product/procedure: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side seroma-late. Healthcare professional additionally reported capsular contracture baker grade IV. Healthcare professional later reported migration, lymphadenopathy, granuloma, and double capsule. Device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported seroma-late. Devices remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional, additionally reported, capsular contracture, baker grade IV. Device has been explanted and replaced with non-allergan device.